Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test or verify the button error alarm due to the blank display. Moisture damage was also found on the motor, battery tube, vibrator, and keypad assembly during visual inspection. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was 180 mg/dl. The mother reported the customer jumping into the pool while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.